Manufacturer narrative:
Block e1 (initial reporter phone): another initial reporter phone: (B)(6). Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy. The returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved. The handle slot did not show any insertion marks of the trip wire. The trip wire was cut, possibly it was cut off to remove the device. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing, the suture thread, as well as the irrigation tube, were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of "bands were difficult to deploy" was confirmed. Upon analysis, the ligator housing teeth were bent, some bands were moved, and the trip wire was not secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." It is possible that an incorrect application of tension to the trip cable at the time of deployment may have caused the reported event. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the physician had difficulty in deploying the bands. It was reported that the band deployment was not synchronized with the handle rotation. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter phone): another initial reporter phone:(B)(6). Imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the physician had difficulty in deploying the bands. It was reported that the band deployment was not synchronized with the handle rotation. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.